Event description:
The customer reported via phone call that the insulin pump had sensor and calibration errors. The customer stated that she replaced her sensor and received multiple sensor errors on the second one. Blood glucose level was 50 mg/dl at the time of the incident. During troubleshooting, the test plug procedure failed. The customer was advised that the transmitter may not be functioning properly. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with isig values out of range due to contamination on the contact pins.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.